Event description:
It was reported that the pump was in "five different pieces after going through the washing machine." There was no adverse impact to the customer's blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.